Event description:
The area technical operations manager (atom) for a user facility reported to fresenius technical services that the motor protection switch (mps) of the aquabplus reverse osmosis (ro) system pops to red when the green button is pushed. Additional information was obtained during follow-up. The stage 2 mps repeatedly tripped at the beginning of the day during dry run protection. The ro system was placed in emergency mode 1 until repairs could be performed. The atom evaluated the system and noted thermal decomposition on the tabs at the back of the mps upon replacing it. No alarms or messages were received. The atom stated that a burning smell was noted but there was no observed smoke, spark, flame, or arcing regarding this issue. No blown fuses were identified. The thermal overload relay did not trip. There were no recent power grid issues at the facility nor electrical storms in the area. The atom confirmed that the mps and spade connectors were replaced to resolve the reported issue. The ro system has been returned to service. No parts are available to be returned to the manufacturer for physical evaluation. There was no harm to any patients or individuals as a result of this malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no sample was returned to the manufacturer for physical evaluation. However, the reported event can be confirmed by pictures in the intake section. The failure pattern thermal damage/decomposition was found in stage 2 during troubleshooting the tripping motor protection switch in stage 2. The thermal damage was likely caused by a bad electrical contact at the motor protection switch. The contact resistance increased and the pump current led to increased thermal energy at the contacts points. The cable lugs/wiring at the motor protection switch overheated and discolored/damaged from the released thermal energy at the bad electrical contact. This failure is a known issue. Corrective actions were defined and implemented. A new design of the motor protection switch and its wiring was developed, but is currently not released for the us market. The affected aquabplus in this complaint was manufactured before the corrective action of the CAPA project was implemented in the series production. According to the intake information the issue was solved by replacing the wiring and the motor protection switch in stage 2. It is recommended, if not already done, to replace also the wiring and the motor protection switch in stage 1, to avoid additional failures.

Event description:
The area technical operations manager (atom) for a user facility reported to fresenius technical services that the motor protection switch (mps) of the aquabplus reverse osmosis (ro) system pops to red when the green button is pushed. Additional information was obtained during follow-up. The stage 2 mps repeatedly tripped at the beginning of the day during dry run protection. The ro system was placed in emergency mode 1 until repairs could be performed. The atom evaluated the system and noted thermal decomposition on the tabs at the back of the mps upon replacing it. No alarms or messages were received. The atom stated that a burning smell was noted but there was no observed smoke, spark, flame, or arcing regarding this issue. No blown fuses were identified. The thermal overload relay did not trip. There were no recent power grid issues at the facility nor electrical storms in the area. The atom confirmed that the mps and spade connectors were replaced to resolve the reported issue. The ro system has been returned to service. No parts are available to be returned to the manufacturer for physical evaluation. There was no harm to any patients or individuals as a result of this malfunction.